Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set detachment event on (B)(6) 2026. The adhesive patch and cannula housing detached from the spring prior to insertion. The patient replaced the infusion set and successfully resumed insulin delivery. No further information available.